Event description:
Consumer called with accuracy issues on their upgraded meter. They are observing erratic results, not consistent with how they feel. Analysis run on clark error grid using mean average reading (105) as ref. Point vs. Bd readings (45, 116, 29, 228) yielded some data points in the c range of the grid, outside acceptable limits.